Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with the following procedures of anterior colporrhaphy and cystoscopy due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent cystoscopy due to sui and pop. It was reported that patient underwent interstim test lead placements on (B)(6) 2012 for incontinence and unstable bladder and cystoscopy on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2012.